Event description:
T was reported that the right foot side rail would not lock in the upright position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.